Event description:
It was reported that a deflation issue occurred. During the procedure, a 2.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, it was noticed that the balloon was deflated slowly. The procedure was completed. There were no patient complications reported.

Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided.